Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to the locking formation bolt becoming disengaged within the articular surface.

Manufacturer narrative:
Device was returned with complaint for investigation. Visual inspection of the returned legacy constrained condylar knee (lcck) articular surface confirmed that the locking bolt threads were damaged, and that there are nicks and gouging on the head and shaft of the locking bolt. There are also nicks, gouging, and pitting all over the articular surface. Dimensions were measured on the returned parts; however, the parts were too damaged to take accurate measurements. The device history records could not be reviewed because the lot number of the articular surface was not provided. This device is used for treatment. Due to the absence of the lot number, a product history search could not be conducted for the articular surface. Compatibility of the implants could not be assessed either, as information was not provided for the other components that were implanted during the primary surgery. The patient underwent a revision surgery on (B)(6), 2016 because the locking bolt in the lcck articular surface became disengaged in vivo. The lcck surgical technique, does address the risk of the bolt loosening over time. It instructs to apply (B)(4) in. Lbs. Of torque to assure the screw is properly tightened, and it cautions that undertightening of the screw may allow it to loosen over time. However, the primary operative notes were not provided; therefore it is unknown if surgical technique was followed when the articular surface was implanted. Although there is no information available regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device, the sales representative did indicate that there were no contributing factors related to the event. No more information is available at this time. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon receiving further information.